Manufacturer narrative:
Concomitant products : 5076-52 lead, implanted: (B)(6) 2003; 6947-65 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient presented to the emergency room with potential diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed to resolve the diaphragmatic stimulation and it remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.